Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with a miniarc single-incision sling to treat "pelvic organ prolapse." It was alleged that the plaintiff has "severe and permanent bodily injuries and significant mental and physical pain and suffering," and has "suffered infection or inflammation, tissue abrasion," and has had other "health consequences."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.